Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) device was explanted due to an unspecified reason. Information has been requested, but a response was not received. The device was returned for analysis and is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.

Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) device was explanted due to an unspecified reason. It was stated that this device was explanted due to approaching the elective replacement indicator (eri). The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) device was explanted due to an unspecified reason. It was stated that this device was explanted due to approaching the elective replacement indicator (eri). The device was returned for analysis and is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.